Manufacturer narrative:
Concomitant medical products: product ID: 3037, lot# v079085, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0llhk, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that the he didn't feel the interstim was working. Sometimes the patient felt it and sometimes he did not. He was taking an extra fiber pill and it was embarrassing at times. The patient did currently feel stimulation. However, the patient only felt stimulation sensation intermittently, which the patient also confirmed seemed to be activity related and positional. There was no trauma or falls that could be related to this issue. They attempted to check the therapy status with the patient programmer (pp), but there was poor communication and the patient continued to get the poor communication message both with and without the antenna. The patient attempted repositioning and also had the assistance of his wife and tried holding the pp directly over the skin, but was not able to resolve the issue. The patient's relevant medical history includes fecal incontinence and gastrointestinal/pelvic floor.